Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure "j-tube has foreign objects." Is cause traced to failure to follow instructions. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and CAPA-201632 was identified to be related to the failure "j-tube has foreign objects." The white foreign material detected by income inspection has been handled by omsc CAPA-201632. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the jet tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct and update information of the previous report. Updated fields: d4 - primary UDI number, g2 - report source, g4 - PMA/510(k) #, h11 corrected fields: e3 - occupation, h6, h11 based on the results of the investigation, olympus confirmed foreign objects in the jet tube of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.